Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe the plunger was loose. The following information was provided by the initial reporter, translated from portuguese to english: plunger rubber loose.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-dec-2022. Sample and photo received by our quality team for investigation. Upon visual evaluation, stopper appears misaligned on the plunger rod, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Several changes have already been implemented to reduce this failure in our product.

Event description:
It was reported that the bd plastipak¿ syringe the plunger was loose. The following information was provided by the initial reporter, translated from portuguese to english: plunger rubber loose.